Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Further evaluation shows: water tightness loss due to the deformation or the upward/downward angulation control knob and right/left knob, flexibility adjustment ring damaged, shaved grip, air/water cylinder and suction cylinder have no color, dent in the switch box, expected insulation capacity could not be obtained due to a cut on heat shrinking tube of forceps elevator lever, corrosion due to water leakage of the plug unit, scope connector, cable unit, and outside shield unit, an e216 (scope communication error) occurred due to corrosion of the plug unit, the play of the up/down knob is out of standard value due to wear of angle wire, crack on the light guide lens, scratch on the connecting tube, coat peeling of the connecting tube, and stippled image. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was a stippled image when using the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water cylinder and tube has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the rl/ud angulation control knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.